Event description:
During processing of salvaged blood, the machine seemed to be dumping packed red cells into the waste bag. The machine was tested later and passed all functional tests, so the disposable is suspected. Lot number was recorded in the pt record, but the disposable and packaging was not saved.